Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: as per customer stated, "we have been getting reports from our staff of the needle not retracting correctly on some bd insyte autoguard IV catheter needles. When the button is pushed to retract the needle, it appears to get stuck. It eventually retracts but it is sometimes very slow. So far, it has only been reported on the 20 ga x 1.00 in, ref# (B)(4). It has involved lot # 4304285 and 4290664. Have you heard from any other customers or from bd about this issue?"

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 381433. Lot # 4304285 mnf date 2024-11-04 exp date 2027-09-30.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4304285. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4290664. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.